Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth chipped, experiencing gingivitis and major discomfort. At check in patient marked true to excessive bleeding: true, inflammation: true, blisters: true, gingivitis: true, sensitivity: true, discomfort: true, jaw discomfort: true, chipped: true, sensitivity: true. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.